Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter read inaccurately high compared to his expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 7am. The reporter did not specify the result obtained from the subject meter. The cca was advised the patient manages his diabetes with insulin (type/ amount not specified). The patient continued to take his usual dose of medications. About 3 hours after the start of the alleged issue, the reporter claimed the patient's ''head hurt.'' The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient symptom did not correlate with lfs's definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. In addition, there was no evidence that the product malfunctioned based on customer service troubleshooting. On (B)(4) 2011, lfs received the meter and test strips involved with the complaint. Lfs completed device evaluation on (B)(4) 2011 with the returned meter. Investigation revealed there was pcb contamination and the spc pins were dirty. Lfs was not able to confirm the alleged issues with the returned test strips. This complaint is being reported due to the failed test results of the returned meter.

Manufacturer narrative:
The 510(k) # is k082590.